Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients generator was no longer functional and underwent a replacement procedure. The patient was pleased with coverage and therapy postoperatively. The explanted ipg will not be returned.